Event description:
It was reported that one patient experienced an incomplete periprosthetic fracture 6 days after on routine postoperative imaging. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6). Kosei sakamotoa, goro motomuraa, satoshi hamaia, satoshi ikemuraa, masanori fujiia, shinya kawaharaa, yusuke ayabea, yasuharu nakashima (2022) short-term results of total hip arthroplasty using a tapered cone stem for patients with previous femoral osteotomy. Journal of orthopaedics, 30, 83-87. Https://doi.org/10.1016/j.jor.2022.02.021. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
Cmp-(B)(4). Patient experienced a periprosthetic fracture in the immediate postop period while the article relays that no intraop fractures occurred. The fracture was discovered as an incidental finding on postop imaging, healed normally, and was treated conservatively without intervention thereby not meeting the definition for serious injury or reportable complaint. Given this information this medwatch will be voided.

Event description:
It was reported that a patient experienced a periprosthetic fracture in the immediate postop period while the article relays that no intraop fractures occurred. The fracture was discovered as an incidental finding on postop imaging, healed normally, and was treated conservatively without intervention thereby not meeting the definition for serious injury or reportable complaint. Given this information this medwatch will be voided.